Event description:
This is an international report of a spike that got damaged in the clean flash. An error occurred from the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4).this complaint was confirmed in the lab to have a bent spike tip. The cause of this bend was due to use/mis-use conditions during set use. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.